Event description:
It was reported that the device was explanted after implant duration of less than 1 month, due to tricuspid regurgitation. No other details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. An operative report was requested but none was provided. The device has not been returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.